Event description:
It was reported that a malfunction occurred on the customer's pump. Customer¿s blood glucose (bg) level was 450 mg/dl. Technical support provided information on resetting the pump and assisted the caller with a reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to reach out if the malfunction code appeared again.